Manufacturer narrative:
(B)(6). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a break in aseptic technique which resulted in peritonitis manifested by abdominal pain. On the same day as the onset, the patient was hospitalized for the peritonitis. On the same day, the patient began treatment with imipenem (dose and frequency not reported, given intravenously) for peritonitis. On an unreported date in the same year, the patient began treatment with amikacin (dose and frequency not reported, given intraperitoneally) and ciprofloxacin (dose and frequency not reported, given orally) for peritonitis. Nine days after starting treatment, the patient discontinued treatment with imipenem and was discharged from the hospital to complete the antibiotic treatment with amikacin and ciprofloxacin. Pd therapy and treatment with amikacin and ciprofloxacin were ongoing at the time of the report. The patient had not yet recovered. No additional information is available.

Manufacturer narrative:
Upon follow up it was reported that the antibiotic therapies had been discontinued (unreported date) and the patient was recovered from this peritonitis event. Dianeal 2.5% therapy was discontinued. Should additional relevant information become available, a supplemental report will be submitted.